Event description:
The customer reported that in the l&d department it was noted that the smartsite white top broke off during patient use. There was no patient harm

Manufacturer narrative:
Additional information provided. The customer¿s report that the smartsite white top broke off was confirmed. Visual inspection of the set showed that the white female luer adapter of the smartsite valve that is welded to the clear smartsite body was broken off and detached from the rest of the set. White stress marks were noted at the areas of breakage. Examination under magnification showed a coating of a dried substance that could be residual medication or a dried disinfecting agent. Previous functional testing with unused samples has shown that lateral force is required to cause this type of damage, but the root cause for the lateral force was not identified.

Event description:
The customer reported that in the l&d department it was noted that the smartsite white top broke off during patient use. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the l&d department it was noted that the smartsite white top broke off during patient use. There was no patient harm.